Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the implantable pulse generator (ipg) dislodged after the tether of the delivery system was cut and removed. It was reported that immediately the leadless ipg exhibited non-capture. Impedance decrease was noted, and capture was unable to be obtained at high output. Low r waves were noted. Multiple attempts were made to snare the leadless ipg. The first time it was snared, the ipg was lost when trying to pass tricuspid valve. The ipg was successfully snared in the left pulmonary artery and was removed. It was noted that the ipg could not be snared through the delivery system as there was not a snare small enough to fit through the system. The leadless ipg was attempted/not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the implantable pulse generator (ipg) dislodged after the tether of the delivery system was cut and removed. It was reported that immediately the leadless ipg exhibited non-capture. Impedance decrease was noted, and capture was unable to be obtained at high output. Low r waves were noted. Multiple attempts were made to snare the leadless ipg. The first time it was snared, the ipg was lost when trying to pass tricuspid valve. The ipg was successfully snared in the left pulmonary artery and was removed. It was noted that the ipg could not be snared through the delivery system as there was not a snare small enough to fit through the system. The leadless ipg was attempted/not used. No patient complications have been reported as a result of this event.